Event description:
4 mm x 4 cm boston scientific hurricane balloon broke twice despite proper usage, reported by rn item# m00545900, lot# 27182893, and item# m00545900, lot# 27182894. This device and the lots numbers appear to be part of an urgent medical device removal which we received by the end of october/2021.